Event description:
It was reported that prior to starting on the da vinci 5 system, the ergonomics would not move after powering up and an ergo error was displayed. The only option available was to disable the ergonomics. The customer attempted to restart the system but encountered the same error upon restart. Technical support completed all troubleshooting steps and recommended replacement of the vertical motor module. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "error 23062" was confirmed and replicated. A visual inspection revealed that the motor cable connector was melted, which was determined to be the source of the reported error.